Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 was not locking. A field service engineer (fse) reseated all sensors, noticing that the locking lever was not fully closing. The fse removed the drawer and cover and adjusted the latch catch, but it still did not lock correctly. The fse removed the solenoid and found that the spring was underneath the washer, causing it to stick. The spring was flipped, and the drawer tested fine in the hardware testing application. The customer verified that drawer 3 was working perfectly by recovering the drawer and testing it without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es experienced repeated failures with drawer 3. The system displayed a message instructed the user to clear obstructions then close the drawer or door. However, after the drawer was closed, the unit does not register that it had been properly closed, and the error message remained on the screen. The user attempted rebooting the device, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.